Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self -test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no blank display, audio or beep anomaly and unexpected battery out limit alarm was noted. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to have received a blank display. Customer's blood glucose was 64 mg/dl. She said that she changed her battery several times, which was followed by a constant tone and a blank display. They believe that the pump was probably exposed to sweat. After troubleshooting for the blank display, the display did not return. They were advised to remove the battery for about 10 minutes and that a battery out limit alarm would occur after the pump rest. The customer stated that after all the proper procedures were followed, the display still did not return. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.